Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced packaging issue on (B)(6) 2025. It was reported that the packaging was not sealed properly misshaped or sterile packaging was not intact. No further information available.